Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm¿ voluma¿ with lidocaine into the ck4 bilaterally and 6mls of juvéderm® volux¿ xc in the jw1, jw4, jw5, c1, c2, and c6. The next day, patient had a bruise develop in the right chin lateral to the c1 with good capillary refill at this point. Patient had a laser procedure next day for the bruise. The day following the laser procedure, patient had "pustules"/"blisters" over the bruise and capillary refill was sluggish in the c1, c2, c6, and jw4 areas. Healthcare professional noted it was "a possible either vo or some sort of vascular compression as cap refill was always maintained." Hyaluronidase was injected into all the areas with the poor capillary refill. Symptoms are currently improving, but still ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00069 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿ xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Additional details were received noting the event has resolved without issue currently.